Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clearlink duo-vent continu-flo solution set broke at a connection site during a patient infusion. The issue was further described as the set disconnected (separated) between the tubing and the unknown connective site. The patient was receiving an infusion of ¿a diplo drip¿. The patient was moving their arm up and down when the incident occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device and companion sample were received for evaluation. Visual inspection of the companion sample was performed and passed successfully with no issues relating to the reported condition. Pressure and clear passage testing were performed on the companion sample and passed successfully with no issues relating to the reported condition. Visual inspection of the actual sample was performed and revealed the tubing was separated from the y- clear link. Pull testing of the actual sample was performed and passed successfully with no issues relating to the reported condition. The reported condition was verified with the actual sample. The cause of the reported condition was determined to be human error during production. Should additional relevant information become available, a supplemental report will be submitted.